Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the distal splenic artery using a pod coil, a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing a pod coil into the target location, the physician decided to retract and reposition the pod coil. Subsequently, upon retracting the pod coil, the pod coil unintentionally detached within the patient''s vessel. Therefore, the physician used a snare device to remove the pod coil. The procedure ended at this point. There was no report of an adverse effect to the patient.